Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a cause for the reported tip separation.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. The vessel was 6 mm and was pre-dilated with an unspecified balloon dilatation catheter. A 6f 45cm sheath was used. The 5.5 mm x 40mm x 120 cm supera stent was deployed without issues. However after deployment the tip broke off inside the patient. A snare device was used to remove the tip. There was no resistance during advancement or during removal of the device. There were no adverse patient sequlae and no clinically significant delay in the procedure. No additional information was provided.